Event description:
The following has been reported: "pump was currently infusing. Currently infusing feraheme. Infusion completed. Staff was starting a new infusion going and was currently programming the pump. Pump started alarming "service needed" with both primary and secondary lights flashing red." A preliminary review of the logs shows the following: fva drive accuracy issue. An active infusion was delayed (per review of the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Upon investigation, the fluid valve cam oscillated between two angles on either side of the target angle until the move retry limit was exceeded. This resulted in a fail-stop pump-problem alarm. The pump experienced a temporary failure due to a coding error which has been investigated in an internal CAPA. The problem resolved once pump was rebooted.